Event description:
Pt had surgery on sept. 2, 1997, due to transposition of the great arteries with intact ventricular septum and patent ductus arteriosus. The left arterial line was electively removed on sept. 4, 1997. The left arterial line did not come out easily and broke at time of removal. Chest x-ray confirmed that the tip remained in the left atrium. Surgery was performed on sept. 4, 1997, to remove the entrapped, broken tip. However, the catheter tip inside the heart could not be located. Catheter tip removed during cardiac catheterization procedure on sept. 10, 1997.